Manufacturer narrative:
(B)(4). Similar adverse event is being reported under MFR 3004753838-2018-162967.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(4) 2018, the patient experienced a hypoglycemic episode. It is unclear if the dexcom system caused or contributed to the event. The patient¿s husband stated that the patient¿s endocrinologists needs the patient¿s glucose readings. No additional patient or event information is available.